Manufacturer narrative:
Product event summary: the afr-00003 affera¿ prism-1¿ mapping system with serial number (B)(6) was analyzed and repaired. During visual inspection, the catheter interface unit (ciu) was found to be intact and no damage was present on the device. The ciu was then functionally tested with the associated pulsed field generator (pfg) and a test radiofrequency generator (rfg). The system was booted up and the error message of "firmware version mismatch" was seen. The test rfg was replaced for one with a new firmware version and this allowed the system to boot up normally with no issues. In conclusion, the reported error message was confirmed during testing and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a pulse field generator(pfg)/catheter interface unit (ciu) error occurred, and a ciu firmware version mismatch. The communication cables were reconnected without resolve. The electrogram signals dropped while respiration continued. To resolve the issue, the case was exited and re-entered along with rebooting and resulted in not being able to pace. The catheter temperature sensor fault led to the catheter being replaced two times, with the error not consistently associated with one electrode. The procedure was aborted while the patient was under general anesthesia. The patient received treatment for pulmonary vein isolation (pvi) and did not get pre-emptive cavotricuspid isthmus (cti) ablation for typical flutter. Service recommended replacement of the pfg/ciu.  No patient complications have been reported as a result of this event.